Event description:
It was reported that while using an unspecified bd¿ pen needle, the needle broke. Person in charge got in touch. The patient has been treated with the medication since (B)(6) 2024. Reports that on (B)(6) 2024, when trying to apply the medication to the patient, the pen jammed. Since then, he has been without medication. I asked at the time of the call that we carry out the appropriate tests to check what is happening with the pen. During the call she noticed that the needle was broken in the ampoule. She said she understood why she couldn't apply the medication. We carried out the tests on the pen, where it was locked, because she was pressing the slider without inserting the needle and without unlocking the pen, so the pen was locked. We unlocked it correctly. Additional information may 03 2024 customer response - our internal team tried to contact the patient 3 times (24/04, 25/04 and 26/04) but did not receive a response.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial reporter phone (B)(6) d.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.

Event description:
It was reported that while using an unspecified bd¿ pen needle, the needle broke. Person in charge got in touch. The patient has been treated with the medication since (B)(6) 2024. Reports that on (B)(6) 2024, when trying to apply the medication to the patient, the pen jammed. Since then, he has been without medication. I asked at the time of the call that we carry out the appropriate tests to check what is happening with the pen. During the call she noticed that the needle was broken in the ampoule. She said she understood why she couldn't apply the medication. We carried out the tests on the pen, where it was locked, because she was pressing the slider without inserting the needle and without unlocking the pen, so the pen was locked. We unlocked it correctly. Additional information may 03 2024. Customer response - our internal team tried to contact the patient 3 times (24/04, 25/04 and 26/04) but did not receive a response.